Event description:
It was reported that signal loss occurred frequently between 04/03/2026 and 04/04/2026. Data was provided for investigation. The allegation was confirmed due to the finding of signal loss over one-hour frequently within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).